Event description:
It was reported that the ventilator generated a technical error code indicating a control print circuit board communication failure with the monitoring printed circuit board. (B)(4).

Manufacturer narrative:
(B)(4).